Event description:
Information was received indicating that a smiths medical cadd extension set was torn after 3 days following the patient's move from the hospital to home. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
The smiths medical tubing was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The sample was found to be cut. The customer reported: "the patient, who was using the product, moved from the hospital to his home". The most probable root cause is that the product became damaged after it left the shm facility. There was no fault found with the tubing.